Event description:
The user facility reported that during a therapeutic urology procedure, the users experienced a complete loss of image. The procedure was completed using a different endoscope. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the report of image loss, as the device was found to provide no visible image to the monitor. The source of the difficulty was isolated to the electrical connector. The device was serviced and it was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.